Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported optical issue and subsequent delay could not be conclusively determined.

Event description:
During an atrial tachycardia procedure, when passing the catheter through the sheath in the patient, the contact force stopped working resulting in a delay. The connections were checked and the tactisys was replaced but the issue did not resolve. The catheter was then exchanged and the issue resolved. The procedure was then successfully completed with no adverse patient consequences. The device was discarded.